Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 1800 instrument. The result was flagged by the instrument. The discordant result was reported to the physician(s), who questioned the result because it did not match the patient's result from the previous day. The sample was rerun on the same instrument and resulted higher. The laboratory then reran that patient's sample from the previous day, and the rerun results from both samples matched. The rerun results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant, falsely low calcium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The discordant result was flagged by the instrument, and was manually released by the operator. The customer indicated that the sample had been frozen, and was not mixed properly after being thawed. The cause of the discordant, falsely low calcium result is user error. The instrument is performing within specifications. No further evaluation of the device is required.